Manufacturer narrative:
Concomitant medical products: 8015;20129e;8110;60ml syringe;b3300 and 309653; therapy date (B)(6) 2019. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported they noted lipids was leaking from the tubing onto the floor while connected to a patient in the cvicu. There was no harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported they noted lipids was leaking from the tubing onto the floor while connected to a patient in the cvicu. There was no harm.

Manufacturer narrative:
The customer¿s report that lipids were leaking from the tubing was confirmed. Visual inspection was performed; white liquid (lipids) was observed in both set¿s tubing and in the concomitant set¿s 1.2 micron filter. Visual inspection of both sets male and female luers under magnification observed no signs of damage or deformities to the components. It was observed that the two components were not fully hand tightened. Functional pressure testing was performed, fluid and air bubbles were observed leaking at the connection of the suspect microbore set¿s distal male luer and the female luer of the concomitant extension set. The root cause of the leaking was the suspect microbore set¿s distal male luer and the female luer of the concomitant extension set not being fully hand tightened.

Event description:
The customer reported they noted lipids was leaking from the tubing onto the floor while connected to a patient in the cvicu. There was no harm.